Event description:
Sorin group received a report that during a procedure, the stockert centrifugal pump console had a ups issue and an error code was displayed. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during a procedure, the stockert centrifugal pump console had a ups issue and an error code was displayed. There was no report of pt injury. A sorin group field service technician was dispatched to the facility to evaluate the issue. The unit was tested and the reported issue could not be reproduced. As a precautionary action, the batteries of the pump console were replaced. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.